Event description:
It was reported that the user experienced hyperglycemia while on the call to replace a 23-inch, 6 mm steel contact infusion set, and insulin delivery resumed after the guided supply change; the highest blood glucose was 186 mg/dl, with approximately 30 minutes above target, and no alerts or alarms occurred. Symptoms included elevated blood glucose without clinical sequelae such as dizziness or loss of consciousness. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included troubleshooting and education conducted by the agent during the call. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.